Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported for this lot. Based on the information reviewed, a cause for the failure to grasp the leaflets could not be determined. The reported tissue damage was an outcome of the failure to grasp the leaflets. The patient effect of issue damage is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was successfully implanted, reducing mr to a grade of 2. To further reduce mr, a second clip was attempted to be implanted. However, after three grasping attempts, it was noticed that a perforation of the posterior leaflet occurred, causing mr to increase to a grade of 3. The clip was removed, and the procedure was discontinued. On (B)(6) 2020, a closure device was successfully implanted to cover the perforation on the posterior leaflet, reducing mr to a grade of 1. No additional information was provided.